Event description:
A caller reported issues related to updating time, personal profile, or biq/ciq settings, including sleep schedules. The customer's blood glucose level was recorded at 45 mg/dl during the incident. To address the low blood glucose, the customer consumed a snack and juice without requiring third-party assistance. Tandem technical support assisted the customer in updating the carb ratio and correction factor settings and advised the customer to consult their healthcare provider for any further changes.